Manufacturer narrative:
The device history record for lot aa9056n20 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The investigation remains in progress. All information reasonably known as of 26 jan 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was initially reported that the valve on the gastric port of the gj [gastro-jejunal] tube was broken resulting in leaking from the valve, requiring the tube to be replaced. Tube was inserted on (B)(6) 2020 and patient was at home at time of breakage on (B)(6) 2020. Patient attended medical imaging on (B)(6) 2020 for tube change. Additional information received 18-jan-2021 indicated the returned sample exhibited a tear in the inner septum of the tubing which separates the jejunal and gastric lumens, allowing for cross-lumen communication.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The jejunal and gastric lumens had a tear which allowed for cross-lumen communication. A definitive root cause could not be determined. Per the product's instructions for use, excessive force can perforate the tube and can cause injury to the gastrointestinal tract. All information reasonably known as of 04 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.